Event description:
It was reported that the insulin pump had an unresponsive act button during a bolus attempt. The blood glucose reading was 131 mg/dl. No significant events leading to the keypad issues were observed. The customer stated that he was working in a shop and had the device in his pocket. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump was received with no button response due to an unlocked keypad connector. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, scratched case and cracked battery tube threads.